Event description:
Event description guidant received information that this ventricular lead had impedance measurements > 2500 ohms, and had no capture upon a ventricular voltage threshold test. The lead was found to be fractured. The patient is not pacemaker dependent, and had no adverse effects from this.